Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy issue first occurred on (B)(6) 2014 at 12:30pm. The patient provided the following meter readings which were obtained from the subject meter at this time: ¿173, 94, 69, 62 and 77mg/dl¿. The patient stated that they manage their diabetes with an unknown type/dosage of oral medication as well as with their diet and/or exercise; they denied making any changes to their regular diabetes management routine as a result of the alleged product issue. At an unknown time after the product issue started, the patient developed the symptoms of ¿shaky and sweaty¿. Between 12:30 and 12:45pm on the same day the patient self-treated by having food/drink. At the time of troubleshooting the csr noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. However, the results which were obtained were obtained greater than 20 minutes from each other. This complaint is being reported based on the following conclusion: although the meter readings obtained do not meet lfs precision criteria, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.